Manufacturer narrative:
Failure analysis revealed that no unexpected display anomaly or audio/beep anomaly noted during testing. The insulin pump passed the self test. The device was received with intermittent button response due to corroded keypad traces, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump was making a faint constant tone. Customer's blood glucose was 13.2mmol/l. Constant tone and possible causes were explained to the customer. Customer was watching tv when the tone occurred. Customer stated the device had a black circle in the screen. Customer was advised to take out battery for five minutes and put it back in. Customer stated the tone did not go away. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.